Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Clinical investigation: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided there is a temporal relationship between peritoneal dialysis therapy on the liberty cycler with cycler set and the patient event of peritonitis. There is no documentation in the complaint file that shows a causal relationship between the peritonitis and the liberty cycler or cycler set, additionally, there is no reported machine malfunction related to this event. Based on available information the cause of the peritonitis is unknown.

Event description:
A follow up call with a peritoneal dialysis (pd) patient on an unrelated event revealed the patient was hospitalized due to peritonitis. The patient¿s signs and symptoms were not reported. The patient revealed that they would be transitioning to hemodialysis (hd). Upon follow up the peritoneal dialysis registered nurse confirmed the patient was hospitalized due to peritonitis, however could not provide hospitalization dates. The culture results were not available. The patient was treated with intravenous (IV) antibiotics (type, dose, strength, frequency and duration unknown). The hospital treatment course was unavailable. The pd nurse reported the patient has transitioned to hemodialysis, but could not provide further details. Additional information was requested but unavailable.